Event description:
The iab was inserted into the pt on 3/12/97 at 11:15 pm and removed on 3/18/97 at 1:20 am. The iab did not malfunction. As a result of the event, the iab was surgically removed. The pt had a thrombosis and ischemic complication. Event complications: ischemia/thromosis/surgically removed. Rpt'd 3/18/97. Pt's current status: unk -rpt'd 3/18/97.